Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead had non product experience. Additional information indicated that there was an infection non related to leads. The physician attempted to explant both leads but the fine line lead could not be fully pulled back. Thus, the physician decided to abandoned the fine line. This rv lead was surgically abandoned. No additional adverse patient effects were reported.